Manufacturer narrative:
Follow up not conducted as there are no appropriate sources to follow up with. If new or additional information is received, follow up will be done at that time.: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) was removed because the battery died and they couldn¿t recover it. The patient also noted that they took out the sire that connected in the back to the ins because it was defective. The patient¿s device was explanted on (B)(6) 2016, and they were implanted with a device from another manufacturer. No patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.